Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade unknown. Diagnosed by serology. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade unknown. Diagnosed by serology. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.